Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further events have been reported at this time. Additional information was requested, but not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: the date of admission for hemolysis was not provided. The date of event was approximated as (B)(6) 2019. Approximate age of device ¿ 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had recent hospitalization for treatment of hemolysis. The patient¿s lactate dehydrogenase (ldh) had been greater than 900 u/l. On (B)(6) 2019 the patient¿s ldh was 411 u/l and the patient was reportedly a little volume overloaded. Technical services reviewed the submitted log file and no unusual events were observed.